Event description:
The account alleged the bed is stuck in trendelenburg, the foot hi/low will not lower and the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The account stated the bed was repaired but they do not know what was done to resolve issue.